Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience, the patient's peritoneal dialysis nurse provided patient treatment details which was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv) which occurred on (B)(6) 2017. The largest drain volume from this treatment occurred during drain 1 where 4080ml drained. This drain is 204% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 1999ml is 3598ml. Therefore, a reportable malfunction has occurred.